Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer is unable to read the numbers on her insulin pump screen and there is a line in the center of the screen. The patient's blood glucose was 143 mg/dl. The customer was advised to revert to a back-up plan and discontinue use. Nothing further reported.